Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose since (B)(6) 2015 with blood glucose of 7 mg/dl at the time of the incident. The customer used glucagon, glucose tablets, and food to treat. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was also having issues with meter to pump communication. The insulin pump will not be returned for analysis.